Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A metallic shard was observed in a patient postoperatively. The surgeon removed foreign body from the patient eye. There is no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A medwatch report received indicated the macular hole repair successful- no complications noted. Patient discharged from the same day surgery. On post op visit day #1 following surgery-patient reported feeling sensation in the eye. Additional information was provided. A registered nurse indicated the "surgeon felt it could have been from the trocar" and ¿the shard was where the infusion cannula" was inserted. No additional information is expected. .

Manufacturer narrative:
A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One photo was reviewed by the investigation site for which the photo confirms a metal fragment in the eye. A sample was not returned and the device history record review of the possible lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).